Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that prior to a battery replacement due to normal end-of-life, the pt experienced a shocking and jolting sensation, while doing water aerobics, when their arms were raised. The pt also experienced a burning sensation at the burr hole site that occurred while palpating the burr hole (this event was recreated). Lead fractures were not observed via x-ray. An impedance check showed impedances of >2000 for bipolar pairs (0 and 1, 0 and 2, and 0 and 3) when tested at 3 and 3.5v. The implantable neurostimulator was replaced, and since the replacement, the event has not recurred and impedances have been normal. Additional info received, reported that the pt had no more issues regarding burning sensation following replacement. The pt was receiving adequate therapy stimulation following replacement.